Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Changes in efficacy of vagus nerve stimulation (vns) over time: review of 65 consecutive pts with treatment-resistant epilepsy treated with vns 10 years." Epilepsia 0 suppl. 0 (abst. 3.074) (2010).

Event description:
It was reported through a scientific article that a vns epileptic pt died from causes unrelated to epilepsy during the f/u period for a study. At the moment, good faith attempts to obtain add'l info from the treating physician have been unsuccessful to date.